Event description:
It was reported that a spectrum infusion pump was alarming system error 322 during therapy in the intensive care unit (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.